Manufacturer narrative:
Concomitant medical products: product ID: 7495-25, serial# (B)(4), implanted:(B)(6) 2000, product type: extension. Product ID: 3887-33, lot# l81351, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot# l81350, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
The device manufacturer's representative reported the patient's pain stimulator had to be removed because the placement was causing numbness where the stimulator was and discomfort. There was no patient outcome reported. If additional information is received, a supplemental report will be submitted.